Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for spinal pain. Increased back pain when using scs. Patient increased intensity of setting but back pain worsened. Eventually turned scs off and back pain subsided. Patient reports this a new pain for her in the last couple of months. Reprogramming of scs settings. Has good coverage for leg pain. She reports that the scs has never helped her back pain overall. Impedances checked- electrodes 13 and 14 are potentially open. Not using those electrodes with current programming. Patient getting an x-ray to confirm lead placement compared to implant. She will also be scheduling a follow-up visit with the hcp. The issue was not resolved. (B)(6) 2021 rep) no new information (B)(6) 2021 (rep) additional information received. Rep reported impedance was >10,000. Lead is in correct position as compared to implant. Reprogramming beneficial for leg pain. Scs has never really helped her back pain. Plan is to upgrade ipg to intellis. She will then have the option for some dtm programming. Surgery has not been scheduled yet.